Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the pacemaker was suspected to be experiencing battery depletion quicker than expected. A longevity calculation was performed and showed that the pacemaker was overestimating longevity until eri. No intervention was performed. Patient was asymptomatic and would be monitored.